Event description:
It was reported that a em2400 valve set was leaking on port 2. This was observed during delivery in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 04, 2022 to april 06, 2022. H9: correction/removal report number: 3010291427-06/21/2022-001-c. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.